Manufacturer narrative:
(B)(4). Title: one-and-a-half ventricle repair as a surgical alternative to fontan revision in an adult citation: j card surg 2014;29:832¿835 (doi: 10.1111/jocs.12410) authors: m. A. Padalino, m.d., ph.d., n. Maschietto, m.d., r. Motta, m.d., l. Badano, m.d., and g. Stellin, m.d. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a (B)(6) male patient with pulmonary valve stenosis, a hypoplastic right ventricle, atrial fibrillation, and atrial flutter underwent a procedure to implant a medtronic 16-mm bioprosthetic valved conduit (serial number not provided). The bioprosthetic valved conduit was successfully implanted during a one-and-a-half ventricle repair that was scheduled to convert a previous fontan repair. A thoracentesis was required for a persistent pleural effusion during the early post-operative phase. At six months post-implant the patient was hospitalized due to a gastrointestinal bleed, which was treated via cauterization of gastric varices and blood transfusions. At two years post-implant a cardiac catheterization revealed severe stenosis of the valved conduit, which was treated by placement of a non-medtronic stent. The patient was again hospitalized due to a gastrointestinal bleed, and cauterization of gastric varices and blood transfusions was performed again. At two years and two months post-implant a medtronic 22-mm bioprosthetic valve (serial number not provided) was successfully implanted inside the valved conduit. Additionally, a trans-septal puncture was also created to reduce the right atrial pressure which normalized kidney function and eliminated recurrent gastrointestinal bleeding. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.